Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pulse noises at working place and warmth feeling on the implanted area. The user will be re-implanted.

Event description:
The user reported pulse noises at working place and warmth feeling on the implanted area. The plan was initially to proceed with reimplantation, however, the user will become a non-user. The device will remain implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced unpleasant sound and a warm feeling at the implant site due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device remains implanted for now but not in use. This is a final report.